Event description:
It was reported "obese pt showed medial compartment poly wear. Scheduled for poly exchange. Pt did not accept scheduled date and ignored revision. Pt lost for a couple of months and traumatic event lead patient to call office. Pt fell down the steps. Xray showed collapsed medial compartment with medial baseplate fracture. Baseplate removed with extensive bone loss. Duracon ts with cs tibial insert used for revision with an additional 15mm of wedges utilized for medial bone loss."